Manufacturer narrative:
(B)(4). B braun medical inc (imp) is submitting this report on behalf of b braun (B)(4). The device is currently shipping from (B)(6) to bbm lab in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.

Event description:
(B)(4).